Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in-clinic. Upon interrogation, the patient's right ventricular (rv) lead exhibited post-sensed t-wave oversensing and high pacing impedance. High voltage therapies were turned off and the rv lead was capped and replaced on (B)(6) 2021. The patient was stable throughout.